Event description:
It was reported that during a da vinci prostatectomy procedure, while using the large suturecut needle driver instrument, it broke and there was a wire at the tip. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The large suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's one grip cable to be broken at the distal idlers. The cable segment was sticking out at the instrument's wrist and measured approximately .599. The other cables were not damaged at the wrist of the instrument. Failure analysis investigation also found scratches on the distal pulley; which is on the same side as the broken grip cable. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a broken grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.